Event description:
The (B)(6) hospital created on (B)(6) 2012. The lead replaced due to decreased sensing/imp, increasing thresholds. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).